Manufacturer narrative:
The technician found that the head section will go down with the CPR lever, but will go down using the side rail controls. The cause is the CPR valve is stuck. Technician replaced the CPR valve to resolve the issue.

Event description:
Technician alleged that the head section will not go down with the CPR lever. No alleged injury by account.